Event description:
Pump was reported to overinfuse during clinical use. A 500ml bag of unknown fluid was programmed to deliver at a rate of 80ml/hr to infuse a 200ml bag. The entire bag infused in 1 hour and 45 minutes. No medical intervention was needed and no pt injury resulted.